Event description:
It was reported that the high impedance was observed prior to the replacement surgery. No additional relevant information has been received to date.

Event description:
The lead pa was performed. The lead was returned in three portions. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion confirmed no discontinuities. No corrective action is required as no new cause or new harm has been established for patient or user.

Event description:
The explanted generator and lead were received for product analysis. Generator product analysis was performed and high impedance change was observed. Lead product analysis is still being performed. No additional relevant information has been received to date.

Event description:
Patient implant card was received and it was reported a full revision occurred due to high impedance. It was noted that the lead was replaced due to damage. No explanted devices have been received to date. No additional relevant information has been received to date.